Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that interrogation to the device failed during a routine follow up. The patient is pacing dependent. The last follow up was over a year ago. The estimation of the battery life at that time was 2 years. Multiple telemetry tests were attempted but all failed. The device was explanted.